Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer number: 2017865-2022-04925. It was reported that the patients right atrial and right ventricular leads had dislodged. The leads were removed. The patient was in recovery.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
Additional information received notes that the patient's right atrial lead and right ventricular lead exhibited failure to capture due to dislodgement.